Manufacturer narrative:
Device label code for f10. Position 1 and 3: 1738. Position 2: 1701. Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
After iabp for about one week, the iab leaked. The following was rpt'd to datascope on 7/21/97: the iab was inserted into the pt on 6/22/97. On 6/30/97 blood was noted in the gas tubing connector. No gas leak alarm sounded but there was a loss of augmentation. Event complications: unk - rpt'd 6/30/97; none - rpt'd 7/21/97. Pt current status: expired - rpt'd 7/21/97.